Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. The customer confirmed receiving a motor position encoder error alarm. Blood glucose value was 165 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with multiple alarms in the alarm history screen due to corrupted history files. The insulin pump was unable to verify alarm in the alarm history screen due to alarm. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.